Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Macroscopic and optical examination of the tip of the reduction sleeves did not identify any breakage or cracking. Dimensional examination of the reduction sleeve tip-to-tip dimension (13.80 +/-0.50 mm) was found to be below print specification; this condition would actually tend to enhance retention of the mas head. Visual and optical inspection noted multiple witness marks on the sidewalls of the mas retention area. Functional evaluation was performed on the returned sleeve utilizing a sample extender and both the complaint returned mas as well as an addition sample mas. Both mas heads were retained in the inner sleeve, and did not replicate the customer concern. Unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent an unspecified spinal surgery for degenerative scoliosis. It was reported that the extender detached from the screw during screw insertion. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.